Manufacturer narrative:
The field service engineer found the wash station overflow was due to a high water level for the water and acid solution. Overflow in cell rinse can cause low results by dilution effects in reaction cells the investigation determined the issue was resolved after the service actions.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6) the calibration and qc data were acceptable. The field service engineer checked the rinse station, corrected the gear pump pressure, performed carryover tests, and checked the probes, cuvette, and water quality. He performed a hardware check to verify the analyzer. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen. 2 results from the cobas 4000 c311 stand alone system. The initial result was 13.1 mg/dl. The repeat result on a cobas pure c303 analyzer was 9.8 mg/dl. The repeat result on the cobas c311 was 9.3 mg/dl. The questionable result was not reported outside of the laboratory. The repeat results were believed correct.